Event description:
New information reported stated that the physician believed vip caused long-short-long vt/vf induction leading to the patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The patient deceased two hours later. The cause of death was unknown. No additional information was reported.